Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead has been exhibiting impedance measurements of approximately 2600 ohms. The associated pacemaker was reprogrammed to vvi configuration. No adverse patient effects were reported.